Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm on the homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp). The hp will start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).